Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified due to no device return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the subject device had an error code e333 touch panel error. The issue occurred, during an unspecified gynecology procedure. The procedure was completed with the same device. The procedure carried on with no delay. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.